Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that when using the tubing unit during the first surgery of the afternoon, the posterior vesicle was raised and broken when at the low end of phacoemulsification procedure. The intraocular lens (iol) was implanted as scheduled with the use of a vitrectomy cutter. The procedure was successfully completed and no further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 20, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: one of the reported opo73 phaco tubing pack was received within the original packaging confirming the reported lot number. Functional tests were performed and the results were found within specifications. The reported event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.